Manufacturer narrative:
Concomitant medical products: model: d224drg, ICD; implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead had triggered multiple alerts for low pacing impedance. Also noted was evidence of intermittent atrial undersensing, and rising/high thresholds on the ra lead. The lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.